Manufacturer narrative:
(B)(4). This is 2 of 3 allegations of detached sensor wire. The patient reported 3 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records (B)(4).

Event description:
It was reported that detached/missing sensor wire occurred. The sensor was inserted into the thigh, which is off label usage of the device, on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.